Event description:
Additional information received indicated that the surgeon had to enlarge the incision for cataract removal. Extra capsular extraction (ecce).

Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided and no sample received at the investigation site for evaluation at this time, the customer reported event was not able to be confirmed. The root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery an ophthalmic handpiece presented with no aspiration during phacoemulsification mode. The incision was enlarged in order to complete the surgery. Additional information has been requested but none was received. There was no patient harm reported.